Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple unexpected resets occurred. Reportedly, the time and date setting were changed due to the reset. The customer's blood glucose (bg) level was 541 (mg/dl) with high ketones due to the time discrepancy. The contact delivered a manual injection to address bg and the customer had manual injections as alternate insulin therapy.